Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-implant device interrogation, noise, elevated threshold and decreased sensing for the rv lead was observed. Patient was feeling well. Lead dislodgement was suspected. Lead was repositioned and interrogation showed appropriate device function. The patient was discharged to home the same day. The event was resolved without sequelae.